Event description:
It was reported that during an stent treatment procedure, stent damage occurred. The target lesion was located in the left main (lm). Following the deployment of an unknown promus element stent and post deployment ivus the physician noted that the implanted stent had a longitudinal deformation.

Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).